Event description:
Reporter indicated that a pt's seizures were increased since having the vns. Follow up with the physician's office revealed the reporter did not state, there was a seizure increase at a recent office visit. Attempts for further information from the physician are in progress.